Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code is: hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Explant date: not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k #unknown. Device history records review was conducted. The report indicates that: DHR review for part.: manufacturing site: (B)(4), manufacturing date: 09. May 2016, expiry date: 01. Apr. 2026. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported by the hospital that this pfna blade malfunctioned and was broken. Unknown how or when it happened, received the device report. The blade does not allow to lock. Delay to surgery time 15 more minutes. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Phone number: (B)(6). A product investigation was completed: the manufacturing documents of the received blade were reviewed and no complaint related issues were found. The received blade was in an unlocked state. There are different strong stress marks visible: at the sleeve, on top of the blade and as well at the hexagon of the locking screw. The anodization layer is worn out at all damages, which indicates that they were caused post-manufacturing. The evaluation has shown that the locking screw was screwed in to a depth of 9.07mm, while the screw in length of the impactor is 9.15mm. Considering that the hexagon of the locking screw has a 45° chamfer of 0.3mm it can be concluded that the locking screw was out of the range of the impactor and that therefore the locking of the blade was not possible anymore as complained. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the device was fully functional again, locking and unlocking could be performed as required with an impactor. Finally this complaint is confirmed as the device could not be locked in the received condition. However, the evaluation has shown that this was not product related because the device is actually functional as required. These blades are supplied in a locked state; therefore it is likely, that incorrect manipulation led to the too deep position of the locking screw and finally the complained malfunction. No product related issue could be detected. Patient weight was reported as (B)(6). Due to intra-operative issues, the device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.